Event description:
During gastric bypass surgery, during use of device, staples stapling mechanism stopped working midway through use and manual overide was used to release stapler. No patient injury.